Event description:
It was reported to philips that the device was not passing the op check due to a battery issue. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not passing the op check due to a battery issue. Patient involvement is unknown.